Event description:
I believe that the grifols anti-d reagent for both the tube and gel testing is giving inaccurate results with which to determine the rh status of patients without any guidance from the manufacturer on how to proceed with a clear work flow to prevent a patient from becoming adversely affected by their testing solutions. Grifols should give guidance on what to do when their instrument states that the rh test result is 1-3+ as they state that only a 4+ result should be considered as rh positive. No guidance on the rh testing by tube method.